Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen struck a door after falling from a pocket, resulting in a cracked display and an unresponsive screen that rendered the device nonfunctional and no longer watertight. Symptoms included no reported changes in blood glucose. Outcomes included the need to discontinue use of the affected device and switch to backup therapy while awaiting a replacement. Investigation included review of the event description and device history available through customer support processes. Investigation of this case revealed physical damage to the touchscreen component consistent with impact, leading to loss of user interface function. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external impact.